Event description:
It was reported that the device was used during a right thoracotomy procedure. It was reported by the rep that the surgeon attempted to fire the (2) tlc75's and they would not fire. The case was completed by using another tlc75 instrument. There was no consequence to the pt.